Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 66-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock (ami-cgs) with a history of coronary artery disease, diabetes mellitus, and renal insufficiency. Prior to device insertion, the patient¿s act was 319, creatinine was 3.80, and lactate was 3.3. The patient required inotropes, vasopressors, and mechanical ventilation for respiratory support. Scai stage was not reported. During support, elevated plasma free hemoglobin (pfhgb) levels were reported, consistent with hemolysis, and an active psl alarm was noted. In response, the impella device was repositioned as part of the clinical management. The reported patient experience included hemolysis and device repositioning with the pump. These findings occurred in the setting of severe cardiogenic shock with significant comorbidities, including renal insufficiency and underlying coronary artery disease, which may contribute to hemodynamic instability and complicate management during mechanical circulatory support. Subsequently, care was withdrawn and the patient expired. The reported patient experience included hemolysis, device repositioning, and death. A comprehensive review of the information provided did not identify evidence suggesting the device contributed to the reported clinical outcome, and the events described are consistent with the severity of the patient¿s critical illness and underlying disease processes.

Manufacturer narrative:
Added: b5, d3. Corrected: d4 (catalog and serial). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: hemolysis, elevated pfhbg levels. Impella repositioned due to active psl alarm.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis/mechanical interaction with blood: based on the clinical details provided, the cause of the hemolysis was most likely an unintended user error, as repositioning the pump improved symptoms. Device in wrong position: since product wasn't returned for investigation and insufficient clinical details were provided, the cause of the positioning issue could not be determined.